Manufacturer narrative:
Product analysis result: visual one of the locking tabs has separated from the main body of the extender. There does not appear to be a fracture or break in the metal. The arm/tip can be separated if it is angled too far in one direction. This appears to be the most likely cause of the separation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive procedure at l4-s1 due to degenerative lumbar. Intra-op, while removing the extender, the screw head retaining mechanism of the extender broke off. No fragments of the product were remained inside the patient. No patient complications were reported.